Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon did a left hip revision on (B)(6) 2020, at (B)(6) due to instability. The patient had original surgery around 20 years ago at (B)(6). The patient had a pinnacle 56 cup with a pfc 3m stem and a 28mm +5 pfc head, +4 10 deg 28id liner. The 28 pfc head plus 5 was removed-and the liner was removed and replaced with depuy parts. No further info is known or available at this time. To answer the question below-nothing was broken in surgery and therefore no instrumentation was removed from the patient. Doi: 20 years ago, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.